Manufacturer narrative:
The t:slim pump user guide indicates that the cartridge is contraindicated for use with products other than humalog and novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm during basal delivery. The customer's blood glucose (bg) level was 380 mg/dl and an insulin injection was used to address the bg level. A system check was performed and the occlusion appeared to be within the infusion set tubing. Reportedly, the customer had been using apidra insulin in the cartridge. Tandem technical support informed the customer that apidra was not labeled for use with the pump. The customer acknowledged the information and indicated that the supplies on the pump would be changed.